Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: white particle in the inner of the device, delamination diaphragm valve and wear abrasion. Leak test was performed and found delamination in diaphragm valve . A microscopic analysis was performed which identify delamination total of the diaphragm valve based on the device analysis the final assessment is: delamination total of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.